Event description:
Red alert for rv bipolar impedance oor. Impedance was occasionally oor which we have been monitoring but now is consistently greater than 3000ohm since (B)(6) 2022. (B)(6) 2022 21:00:11 rv bipolar lead impedance greater than 3000 ohms. Threshold 2000 ohms (B)(6) 2022 03:00:10 rv bipolar lead impedance greater than 3000 ohms. Threshold 2000 ohms (B)(6) 2022 03:00:10 rv bipolar lead impedance greater than 3000 ohms. Threshold 2000ohms (B)(6) 2022 13:33:14 rv lead integrity warning: 2 or more high rates episodes less than 220 ms. Sensing integrity counter greater than or equal to 30 in 3 days. (B)(6) 2021 03:00:09 rv bipolar lead impedance 1501 ohms. Threshold 1500 ohms (B)(6) 2021 09:00:09 rv bipolar lead impedance greater than 3000 ohms. Threshold 1500 ohms (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).